Event description:
During the procedure three ti matrix midface self-drilling screw heads twisted off. The broken portions of the screws were removed without injury to the patient and without requiring additional intervention. There was a twenty minute delay to remove the broken screws. This report is for a ti matrixmidface screw self-drilling 8mm. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.